Event description:
Clinic notes dated (B)(6) 2015 reported that a patient had been experiencing headache, dyspnea, and an increased aura, but at other times cannot even feel the stimulator during the duty cycle and that when using the magnet he does not notice any change. The battery status was reported as neos=no. The patients output current was reduced from 0.75 ma to 0.50 ma. Normal mode diagnostics were performed and were within normal limits. The impedance value was reportedly lower during previous diagnostics, but was within normal limits. The patient was referred for prophylactic replacement of the generator based on the patient's duty cycle, time with the device implanted, and frequency of magnet swipes. An implant card was received indicating that in addition to prophylactic generator replacement, the lead was also replaced due to a lead discontinuity. Follow-up to the physician revealed that just prior to the surgery, high impedance was discovered on systems diagnostics. Full revision surgery occurred. The explanted products were reported to have been discarded by the explant facility. No additional information has been received to-date.